Manufacturer narrative:
The device history records for the subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. Off label use due to different biologics utilized by the surgeon was reported. Attempts were made to receive the imaging (fluoroscopy, x-ray, CT) of the implant after initial surgery and prior to revision surgery were made. Images were not received; therefore, no investigation could be conducted. Device/imaging not received.

Event description:
The surgeon performed an open lateral view microscopic approach at lumbar 3-4 level that was adjacent to an existing fusion on (B)(6) 2016. This was a standalone procedure that was off label due to different biologics utilized by the surgeon. During a follow up, images showed the device had backed out 3-4mm from the disc space. The surgeon performed a revision surgery on (B)(6) 2016. The revision surgery was successfully completed to reposition the implant within the disc space. There was no adverse effect or harm to the patient due to implant backing out of the disc space. The patient is doing great after the revision surgery.